Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage events with three infusion sets after being used for about one hour. The leak was reported to be at quick release site. The patient changed the set. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.